Event description:
Patient's device was originally planned to be explanted due to suspected csf leak during the procedure. Follow up reports indicate that the explant was performed but actual reason was due to an infection which was confirmed by culture test results. Additionally, there was no confirmation of the csf leak.